Manufacturer narrative:
Additional information: d9 - no product return. H6 codes - updated. Investigation results: an investigation method could not be applied, because the product was not available for investigation. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Conclusion and preventive measures: on the basis of the current information and without a product for investigation, a clear conclusion cannot be drawn. A manufacturing or material error can most likely be excluded. If the product is returned in the future, another investigation will be performed at that time. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00127 ((B)(4) - nq1031). 9610612-2023-00128 ((B)(4) - nq1032).

Event description:
It was reported that there was an issue with nq1031 - iq columbus insert femur small f/ns600r. According to the complaint description, the red plastic spacers for the femoral inserter/extractor were chipped and scratched. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(6). Associated medwatch-reports: ((B)(6)- nq1031). 9610612-2023-00128 ((B)(6)- nq1032).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.